Event description:
During routine testing, the user found that the defbrillator would trip its circuit breaker and shut down while attempting to charge to any energy above 10 joules. There was no pt involved.